Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was the cartridge retrieved from the patient? Unknown, but the piece was retrieved from the patient. Did the retrieval of the cartridge affect the patient or the way the procedure was completed? No. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st. What color cartridge was being used? White. Was buttressing material utilized? If so, which product? No. Were any unexpected noises heard? If so, when? Unk. Were any of the forces higher or lower than expected (closing, firing, or opening)? Ink. Was there any difficulty removing the device from the tissue? Unk. Is there any other additional information you would like to share about this device or procedure? The cartridge tip broke off upon closure of the device- another was pulled to complete the procedure. The analysis results found that the device was received in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The cartridge was taken off of the device and placed back on and it click into place. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. No long loading evidences on the device were noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an appendectomy procedure, the reload fell out of the device into the patient. There were no patient consequences. Case completed with another device of the same product code.